Event description:
It was reported that the lower screen of the external pulse generator had vertical lines. It was also reported there were horizontal lines present in the lower display after power up. The generator was returned for service. The return paperwork indicated that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display was out of specification with pixel segments missing. It was also noted that the upper and lower cases were broken and contaminated, the ring cover and two side bail covers were broken, the battery release, lead flex cover, release spring, main printed circuit board (pcb) and battery flex were contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was broken, and the keyboard pad was cosmetically damaged.